Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-june-24, information was received from a manufacturer representative (rep), regarding a patient receiving fentanyl and cloni dine via an implantable pump for spinal pain. It was reported that the physician filled the pump with fentanyl (3,000 mcg/ml) and clonidine (200 mcg/ml) on (B)(6) 2020, but forgot to input that into the drug concentration tab soit continued to read fentanyl 2 ,000 mcg/ml and clonidine 150 mcg/ml. The patient's therapy has been well managed since (B)(6) 2020 so the rep was calling to check what dose per day the patient has actually been getting since the system contained 3,000 mcg/ml fentanyl and 200 mcg/ml clonidine. It was reviewed that the patient was getting 1,770 mcg/day of fentanyl and how to correct the programming error. The rep confirmed that the physician would correct the drug concentration information and wanted to keep the dose per day of 1,770 mcg/day. No symptoms or patient complications reported.